Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the display screen was dim and discolored with evidence of moisture behind the display screen lens. It was reported the dim and discolored display screen issue was first noticed several months before the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/21/2014-product analysis:the pump has been returned and evaluated by product analysis on 03/24/2014 with the following findings:the complaint could not be investigated due to an unrelated issue. The pump would not power on. The battery compartment was undamaged and without evidence of moisture ingress. The battery cap was able to be properly secured to the pump. There was evidence of moisture behind the display screen lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.